Event description:
During ventilation (niv) oxygen source failure alarmed. According to the customer, this has occurred only one other time. Cannot confirm if source was not adequate to supply enough oxygen.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause could not be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.